Manufacturer narrative:
The events of "capsular contracture" baker grade unknown and "fat above the prosthesis is necrotic" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "lumps" "pain" "capsular contracture" and "fat above the prosthesis is necrotic and calcified".

Event description:
Patient reported right side "chest-shaped asymmetry" "lumps" "pain" "looks like a capsular contracture" "fat above the prosthesis is necrotic and calcified" and "mass breast packing." Device remains implanted.